Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's monitor board was removed and returned. The reported problem could not be duplicated with the monitor board. However, the customer's report was observed during review of the device's data file. The monitor board was scrapped as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.